Manufacturer narrative:
P-cap, reservoir locks properly into place. Unit received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad. Unit received with pillowing keypad overlay and minor scratches on case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that keys was less responsive and had to pressed 8 to 10 times. Customer states the button was not unresponsive during an easy bolus attempt. Customer stated the issues frequency was every time during unlock. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.